Manufacturer narrative:
(B)(4). The evaluation was completed on the returned device. A visual inspection and functional tests were performed. The device was determined to meet functional and electrical performance specification requirements. The reported issue was determined to be due to one or more cycle advances to the next fill when slow / no flow occurred, above the min drain volume threshold. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain alarm. The alarm occurred after the patient had completed therapy. There was patient involvement; however, no patient injury or medical intervention was reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. The review of the event log has confirmed the reported problem. However, the root cause of the alarm has not yet been determined. A supplemenal report will be filed upon completion of the evaluation or if any additional relevant information becomes available.